Manufacturer narrative:
Follow up # 1/supplemental report text 12/09/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the three dashes. The medical surveillance specialist (mss) attempted to contact the patient for a follow up call on (B)(6) 2010, however the daughter stated that the patient was out of town until (B)(6) 2010. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6) 2010 at 8:00pm. The patient informed the cca that she manages her diabetes with combinations of glucophage pills (dose unknown) and 70/30 insulin (type unknown). At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. Two days after the alleged issue began, the patient claimed she developed symptoms of sweating and trembling. In spite of the alleged symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca was able to verify the subject meter has been previously coded. The cca was able to walk through resolving the alleged issue. Replacement products were still sent to the patient. It is not known if the patient was able to test after the alleged symptoms began. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
A report was received that a pt experienced edema following the implant procedure. The pt's cardiologist determined that the pt was allergic to morphine that was given to the pt for post-procedural pain. The cardiologist prescribed the pt lasix, and the pt is no longer experiencing edema.